Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "left side deflation." Healthcare professional additionally reported exchange from textured to smooth due to concern with the product and possible left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "left side deflation." Healthcare professional additionally reported exchange from textured to smooth due to concern with the product and possible left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on radius, broken on plug strap, and white particles on the shell. Leak test and microscopic analysis was performed which identified: a striated opening on radius and sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage. Sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Patient reported "left side deflation." Healthcare professional additionally reported exchange from textured to smooth due to concern with the product and possible left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6b , h.6.

Event description:
The device has been explanted.